Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
Catheter revision surgery was done on (B)(6) 2010 due to a catheter fracture. After the revision, the pt never regained the efficacy that she had prior to the catheter fracture. Many troubleshooting procedures were done, including a dye study, a CT myelogram after the dye study, a rotor study, and (B)(6) study. The physician thought it might be another catheter issue, so he prescribed (B)(6) study first. After 48 hours, all of the indium was still in the pump. The physician felt this was suspicious so, he recommended accessing the cap (catheter access port) and attempting a dye study. They were able to withdraw csf easily and inject dye. Fluoro showed that the dye went into the csf. They did a CT myelogram following the injection of the dye, and the scan did not show any big issues. The physician thought he might see some dye around the base of her spine, but it was not dramatic, and he could not say for certain that the shadows were dye. While the pt was under fluoro, a rotor study was done that showed the rotor moving. Nothing seemed to add up, so they decided to access the pump drug chamber. The pump should have had 8 cc of drug left, but there was actually 38 cc. This created more confusion for the physician. In an effort to be thorough, the physician decided to replace the entire system. Upon eval during the surgery, the physician did find a csf leak at the base of her spine. He believed that the catheter either fractured, or perhaps a hole was poked into the catheter while suturing the anchor down. There was reported to be no pt injury; the pt recovered without sequela. The device system was to deliver lioresal 2000 mcg/ml.